Event description:
Pt is a 48-year-old white female who underwent silicone gel implants for breast augmentation approx 15 years ago. She stated a recent history of trauma to her left breast area. She was seen by the physician with bilateral capsular contracture, but with a more severe deformity on the left, with the right being grade ii and her left being grade iii. She was referred for mammography to compare the recent mammograms. This was reported as being dramatically different with probable left intracapsular with possible extracapsular failure. The pt was scheduled for bilateral implant removal with total capsulectomies. She went to or on 8/31/95 where she was found to have an intracapsular failure on the right silicone gel implant, bilateral capsular contractures, and a seroma of the left breast.